Event description:
It was reported that the patient had a possible infection. The incision had re-opened. The physician took the patient for a surgical intervention in which he cleaned the incision and the pocket. The pocket was then closed again with sutures and staples. It was unknown if a culture was done. The patient did not have meningitis. Of note, perioperative antibiotics had been given. As of (B)(6) 2015, the infection was considered resolved.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).